Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) in the 40's (mg/dl). Bg was addressed with carbohydrates. Contact reported that the basal rate and/or correction factor setting needed to be adjusted. Reportedly, customer worked with a healthcare provider regarding adjustment of the ratios.